Event description:
It was reported that during a da vinci-assisted surgical procedure, intraoperative bleeding occurred requiring the need to convert the procedure to open surgery. The case was reportedly a complex benign colorectal procedure and the conversion to open surgery was consented before the procedure started. The following information is unknown: the cause and source of the bleeding, the blood loss volume associated with the complication, and what specific surgical intervention was rendered due to the bleeding. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.